Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The collimator was aligned. The system was tested and is operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported a physicist's discrepancy, that the 9900 system had a high kilo-voltage and it would not come down. No pt injury was reported.